Event description:
One patient sample recovered 1576 u/l for ckmb on the integra 400+. Same sample run on elecsys immunochemistry analyzer gave result of 4.9 ng/ml. Second different patient sample recovered 437 u/l on the integra 400+. Same sample run on elecsys immunochemistry analyzer gave results of 4.3 ng/ml. The initial integra results were reported with the comment: "unsatisfactory ckmb screen. Please disregard. Specific quantitative ckmb to follow". Due to sample unavailability, no additional investigation can be performed.